Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had no power. A field service engineer replaced both pyxibus module controller (pmc) and controller boards. Additionally, found pasty liquid under the pocket and on the row board tray. Nurses and pharmacy were notified. No problems were found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, device had no power. Customer reported that the pyxis station in the ICU was completely down. Upon arrival, the station was already powered off. Customer confirmed they had checked the cables and attempted a reboot without success. There were no adverse events or injuries reported based on this event.